Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 225cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively. The diagnosis was confirmed with an MRI in the doctor's office. As a result, the patient is scheduled for a replacement surgery with mentor gel device on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).